Manufacturer narrative:
Visual examination revealed that the exposed glass tip measures 3.0 mm and appears unused. Functional analysis revealed that the aiming beam exiting the distal tip is weak. The aiming beam is not exiting out of any other location on the body of the fiber indicating that the fiber is broken within the connector.

Event description:
It was reported to boston scientific corporation that an accutrac 200 laser fiber was used during a ureteroscopy procedure. According to the complainant, during preparation, the laser fiber would not fire when it was connected to the laser unit. There was no damage noted on the package. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.